Event description:
It was reported that contamination occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, upon opening the package, some material was observed on the catheter during preparation on the table. The procedure was completed using an alternate device, and no complications were reported for the patient.